Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use, resulting in the decision to electively explant the magnet on (B)(6) 2018.